Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use was not reported. The healthcare provider reported that the patient had an MRI the morning of the report and the pump alarm has sounded 3 times since they have had the MRI. The company representative was not with the patient and had no further details. It was reviewed that the alarm was likely due to MRI exposure and motor stall detection. The reporter planned to follow up with the healthcare provider. It was advised to have the healthcare provider read the pump logs until a motor stall recovery was noted. There were no patient symptoms reported. Additional information was received from the company representative that reported he did not know what type of alarm was sounding. Troubleshooting included the physician was instructed to check the logs box before interrogating. Once this was done the pump showed a restart and stopped alarming.